Manufacturer narrative:
(B)(6). (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: november 11, 2015 ¿ expiration date: october 31, 2025. A review of the depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to suspected non-union. The original procedure, which was performed on (B)(6) 2015, was intended to treat a hip fracture by implanting a trochanteric fixation nail-advanced (tfna) construct. It was determined post-operatively that the blade had cut out and migrated. At the time of revision, the blade was locked with the nail. During the revision, the original implants were removed and the patient was revised to a tfna 125 degree nail and a tfna screw. The surgeon indicated that an insufficient amount of time existed between surgeries, so a nonunion could not be confirmed. There was no reported delay in the surgery. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the proximal end of the nail and locking mechanism appear to be free of wear marks and in good working order. The superior distal locking-hole does shows evidence that a drill or screw had nicked the edge of the hole and scraped the inner surface. The inferior distal locking hole surface also shows evidence that a drill or screw was used. All devices appear to be in working order. Since no x-ray images were provided and there is limited information provided, it is very difficult to properly investigate this complaint. The complaint does mention that the blade was locked to the nail with the locking mechanism which prevents any sliding of the blade. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Because of the uniqueness of this phenomenon and the lack of information the exact cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.